Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown batch no.: unknown. It was reported by the patient that there was a reaction to chloraprep use. Patient called in and stated that she has undergone 2 procedures. The first procedure she stated they used the chloraprep on her and everything was fine. The second time chloraprep was used, about 5 minutes after it was applied, it felt like a dog had scratched her back, when she asked the nurse if there was a scratch, the nurse stated she had a red line. The medicine used was marcaine and one other. She then left the doctors office and about 15 minutes later she started to clear her throat and when she looked in the mirror, she saw that her throat was inflamed so she took a zyrtec. She went back to the doctor, but by that time the zyrtec had already started to work. She is not sure what caused the reaction, but she thinks that it may be the chloraprep, as there was a recent recall. She does not have the product information, but did provide the clinic information.